Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, (B)(6), +21.5) on (B)(6) 2024. No light adjustments were performed, and lock-in treatments were completed on (B)(6) 2024. On (B)(6) 2025, the patient returned to clinic with complaints of halos and starbursts. On (B)(6) 2025, the lens was explanted due to visual disturbances.